Event description:
It was reported that during a prostate procedure, the first fiber began to end fire (forward fire) @ 8,925 joules. The second fiber began to end fire (forward fire) @ 18,354 joules. A third fiber was opened and completed the case. Patient status "the case was completed with no injury to the patient¿ reported. This report is for the second fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).